Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer obtained an unspecified low sensor scan result compared to an unspecified result obtained from an hcp meter. As a result, the customer experienced symptoms of dizziness and ingested food as treatment and experienced symptoms of severe hyperglycemia. The customer was seen at the hospital where they were administered insulin as treatment by a health professional and also received fluid replacement intravenously due to dehydration. No further information was provided. There was no report of death or permanent impairment associated with this event. Sensor scan of 57 mg/dl was compared to that of 450 mg/dl respectively on an hcp meter, when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.